Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) system was interrogated and found to have delivered inappropriate anti-tachycardia pacing (atp) and shock therapy. The health care professional (hcp) called technical services (ts) and requested a review of the ICD stored episodes. It was noted that the patient had a concomitant left ventricular assist device (lvad) implanted. Upon review, ts observed that this right ventricular (rv) lead exhibited oversensing noise. Ts determined that the oversensed noisy rv lead signals resulted in inappropriate atp that was pro-arrhythmic which led to four shocks to be appropriately delivered. Ts also noted that the rv lead exhibited a drop in impedances from 440ohms to 288 ohms since april 2024. The hcp reported that chest xray images were taken showed that the lead had not moved, and isometrics performed were able to reproduce the lead noise. Ts discussed possible causes and recommended for a lead revision to be scheduled. The hcp stated the physician programmed the device therapy off. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.